Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that "not connected" was displayed. It was found that the psu was not connected. The issue was improved by replacing the psu. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) of the navigation system was replaced. The navigation system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Analysis found that the unit did not pass accuracy assessment kit (aak) testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733437r, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.